Event description:
It was reported that during use of this drill bit in an acl reconstruction, the device broke as the drill bit was being backed out of the femoral tunnel. A thirty minute surgical delay occurred with this event. The broken piece was retrieved without injury to the patient.

Manufacturer narrative:
Investigation results: a visual examination found the drill bit broken at/above the 50 etch marking. In addition, it was noted that there were nicks in the drill bit on one side. A corrective action is in process to address this failure mode. The instructions for use cautions the user: exercise care in the use of the handpiece holding the drill bit to minimize side or bending loads to the drill bits which may cause drill bit breakage and/or oversized tunnels. Inspect drill bit for any chipping or dulling. If either of these conditions exists, dispose of drill bit appropriately and replace with a new one. Inspect instruments before and after processing for proper function, alignment, chipping of surfaces, and legibility of reference marks.